Manufacturer narrative:
No sample was returned. This vitrectoom is before the change. This problem is known to us. New product was sent to this clinic with the latest specifications. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4) details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been provided. This complaint has now been closed.

Event description:
This incident occurred in (B)(6). We received a complaint from a clinic concerning the vitrectome included in pack with " bubbles " problems. No patient injury was reported. Information suggests this was detected during a surgical procedure, however no further information was provided. No sample is available.